Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume intermate had detached from the device. This was found before filling. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: september 22, 2013 - september 23, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the blue winged luer cap was observed to have separated from the distal luer. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.